Event description:
Boston scientific received information that during the pocket closure of a generator change out procedure, one to two beats of pacing inhibition was noted due to oversensing. The leads had tested fine prior to pocket to closure. However, the physician reopened the pocket and retested the leads with the pacing system analyzer. The results were normal. The device was placed pack into the pocket and with manipulation inhibition was noted again. There was suspect of possible air in the pocket. Technical services discussed other possible causes. Another cardiac resynchronization therapy pacemaker (crt-p) was implanted. There was noise seen with this device but no inhibition and as a result sensitivity was adjusted. This device remains in-service. The attempted device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this product was inspected and holes were noted in all six seal plugs. Body fluid contamination was also noted in all three lead barrels. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Manufacturer narrative:
The product was returned and this report will be updated upon return and completion of analysis.